Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced difficulty charging the pump with the wall adapter, and received a power source alert after plugging the pump into a wall outlet. Reportedly, the customer used an alternate wall adapter and the pump charged successfully. There was no reported adverse impact to the customer¿s blood glucose due to the reported issue.